Event description:
New information received notes that the implantable cardioverter defibrillator was also exhibiting myopotential over-sensing.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited noise over-sensing. No intervention was performed. There were no patient consequences.